Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date and time was inaccurate. Reportedly, customer corrected the date and time to address the issue. Customer's blood glucose was 253 mg/dl.